Event description:
Insulin gauge displayed an amount different than expected, with a discrepancy noted between 50 and 90 units versus an expected 222 units, exceeding 30 units difference. There was no adverse impact to the customer¿s blood glucose level. Customer resolved issue by loading a new cartridge and was advised to call back if further troubleshooting was needed.